Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received: drugs infused: acupan IV 120mg /24h. Fracture was a partial fracture external to the patient. The two kts in stock at the patient's home presented the same problem. Put the adhesive strip provided in the pick set and glued it to the defective side of the dressing. This was enough to "reinforce" the bandage and to delay the situation while a new kt was delivered. This report addresses both devices.

Event description:
It was reported PICC leak when the treatment is released. Extension of the treatment to less than 30min. Stat lock used for securement. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.